Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent connection. External equipment was exchange; however, the issue did not resolve. Magnet strength was reviewed. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: b3 & d6b. The recipient was explanted and re-implanted with another advanced bionics device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.